Manufacturer narrative:
No scrolling display anomaly was noted. The buttons responded properly. However, corrosion was found on the keypad traces. No button error alarms were noted during testing. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose at that time was 218 mg/dl. Customer stated that the up arrow was stucked and kept goin to maximum bolus and starting over. Customer stated she removed the battery and put it back and got button error. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.